Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2001 and (B)(6) 2003 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue, vaginal vault prolapsed and urinary incontinence and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures, including mesh removal/revision on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and a mesh was implanted concurrently with colposacropexy, retropubic urethropexy and enterocele repair due to vaginal vault prolapse and anatomical urinary incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 04/14/2016. (B)(4). It was reported that following insertion the patient experienced vaginal irritation, grade 3 cystocele, dysfunctional uterine bleeding and spotting.

Manufacturer narrative:
It was reported that patient underwent excision and cautery of vaginal mass on (B)(6) 2010 due to vaginal mass. It was reported that patient underwent excision of mesh and granulation tissue and closure of vaginal mucosa on (B)(6) 2012 due to mesh exposure. It was reported that patient underwent revision of mesh with biologic implant on (B)(6) 2013 due to anterior vaginal wall mesh erosion, and recurrent urinary tract infections. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent excision of eroded mesh and implant of ethicon tvt -0 and prolift mon (B)(6) 2011.it was reported that the patient underwent excision of granulation tissue from eroding suture on (B)(6) 2011.